Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
A hip revision procedure has been indicated approximately 19 years post-implantation due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a right hip revision procedure approximately nineteen years post-implantation due to loosening of the acetabular component resulting from a fall. The cause of the fall is unknown. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Operative notes from revision surgery confirmed right total hip replacement revision of acetabular cup. The pre-op diagnosis stated the patient fell two months prior to the revision surgery. The prior femoral stem was retained, femoral head, liner, cup and two screws in exchange for new acetabular cup with two acetabular screws, new high wall cross-linked polyethylene liner and new metal femoral head with neck. No complications noted, full range of motion, no instability or subluxation with the hip. The patient was transferred in stable condition to the recovery room. Third party review of the x-ray stated "possible cause for revision as acetabular cup loosening. Another possible cause maybe; steep acetabular cup, which is a risk factor for polyethylene liner wear and hip dislocation." For the patient's bone condition, osteopenia is suggested. The placement of the devices was noted as well " acetabular cup lateral angle of inclination was steep which may represent surgical placement versus possible lateral migration and rotation of a loose acetabular cup. The excessive acetabular cup lateral angle of inclination exceeds 45° (which is generally accepted as the upper limit of the "safe zone"). Femoral stem placement appears standard on ap projection. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.